Event description:
Procedure: unk. Reportedly, after surgeon fired the device it would not open and it was locked on tissue. Therefore, the procedure was converted to open approach in order to remove the locked device. This required the procedure to be extended 45 minutes.